Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported that patient was injected with juvederm vista volift xc in the nasolabial folds to treat wrinkles. Product was injected into the dermal reticular layer of both sides. One day later, right nasolabial fold was swollen "(like the whale)", and the skin turned white in the swollen area. No treatment has been provided. The status of the event is unknown.